Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon inflation difficulties were encountered. The physician was attempting to place a taxus express2 8.8% 3.5mm x 12mm stent in an unknown lesion. The physician encountered difficulty inflating the balloon initially. Then the balloon inflated, but only partially deploying the stent. The physician then chose another balloon to finish deploying the stent. No add'l info is available. The pt status is unknown.